Manufacturer narrative:
The customer¿s report that the IV set leaked was confirmed. No anomalies were observed on the set during initial visual inspection. Functional and pressure testing was performed; the set leaked from the vinyl tubing to the distal y-site inlet port. Visual inspection under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement during manufacturing process. Dimensional analysis confirmed that the tubing was within specification. The root cause that the IV set leaked was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported they found lipids leaking at an undisclosed location from the primary tubing while attached to the patient. There was no patient harm reported.

Manufacturer narrative:
Additional information provided from customer (B)(4).

Event description:
Received medwatch report: "found lipids leaking from primary tubing line. Replaced defective lipids tubing with new primary line.